Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed. It was noted that the distal handle was detached from the stainless steel shaft and the stainless steel shaft was bent. No issues were noted with the deployed stent or the inner lumen. This type of damage is consistent with excessive tensile force having been applied to the shaft. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stenting procedure for a tumor in the rectum, performed on (B) (6) 2010. According to the complainant, after reaching the correct position and attempting to deploy the stent, the outer sheet of the delivery system was broken off from the blue handle. The stent could not be deployed, and the entire system was removed from the patient. Dilatation was performed during the procedure, and surgery was done to complete this procedure. The patient's condition at the conclusion of the procedure was reported to be "okay".

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stenting procedure for a tumor in the rectum, performed on (B)(6), 2010. According to the complainant, after reaching the correct position and attempting to deploy the stent, the outer sheet of the delivery system was broken off from the blue handle. The stent could not be deployed, and the entire system was removed from the patient. Dilatation was performed during the procedure, and surgery was done to complete this procedure. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
(B) (6). (B) (4) surgery. Stent, handle broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.